Event description:
A malfunction on the pump was reported by the caller. The issue appeared after an x-ray was conducted 2-3 weeks prior, although the exact date was unknown. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with pump reset information and assisted with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue happened again. The caller acknowledged and understood these instructions.